Event description:
Two discrepant sodium results. Pt 1 initial result 128 mmol/l, repeat 140 mmol/l. Erroneous results were not reported. Field service rep determined root cause to be a problem with the waste valve on the ise module and repaired the valve. Performance tests were performed which were within specification.

Event description:
Two discrepant sodium results. Initial result 129 mmol/l, repeat 138 mmol/l. Erroneous results were not reported. Field service rep determined root cause to be a problem with the waste valve on the ise module and repaired the valve. Performance tests were performed which were within specification.